Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was not showing the pressure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was received with the warranty seal in tact. A tube set was inserted into the unit with a gas bottle and a dummy lap fixture with a pressure sensor transducer connected. The unit was then run with a set pressure of 10mm hg, 20mm hg and 30mm hg while in veress and high flow mode. After running the unit for several minutes, it was able to maintain a set pressure of 10mm hg, 20mm hg and 30mm hg (which are the acceptable pressure values when running in either veress or high flow mode). External pressure was applied to the dummy lap fixture to induce overpressure and the warning alarm was present. Also the alarm function when occlusion occurred. No problem was found. The probable root cause could be user error. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was not showing the pressure.